Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter read inaccurately high compared to her expected result. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2011 and obtained the following information the mss was advised the patient tests her blood glucose 10-12x a day and manages her diabetes with humalog insulin. The alleged issue began on (B)(6) 2011 at 430 pm. The reporter stated the patient obtained a blood glucose result of "579 mg/dl" with the subject meter. The reporter stated the patient took an increased dose of insulin (8 units). About an hour later, the reporter claimed the patient was shaking, "eyes rolling back," and had memory loss. The patient was taken to the emergency room (ER) and obtained a blood glucose of about "60 mg/dl" with the ER/ hospital meter. The patient was administered a glucagon injection as treatment. The patient was kept overnight at the hospital and sent home the next day. At the time of troubleshooting, the customer care advocate (cca) noted the meter was set to the correct unit of measurement. The cca was unable to walk the reporter through a control solution test. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia and received medical intervention from a health care professional (hcp) after the alleged meter issue began.